Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" february 2: inratio inr = 1.3, repeat = 2.2. Time between testing was minutes. February 3: inratio inr = 0.9, 1.5, 1.9. Time between testing unknown. Therapeutic range is unknown. Nurses used venous blood on inratio meter as well as fingersticks. Nurse was not sure which testing method was applied. Customer reported three meter serial numbers but did not indicate which one(s) was used for the testing listed above. The other two meters are listed on two separate medwatch reports: 2027969-2012-00241 and 00242.

Manufacturer narrative:
Investigation pending.